Event description:
During tka operation, when the nurse opened the ample of monomer, the monomer went into her eye. The nurse washed out her eye soon.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.the subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding a nurse having monomer splash into the eye involving simplex bone cement was reported. It was reported that a nurse had monomer splash into the eye. It was later confirmed that the nurse was not wearing safety glasses at the time of the incident. Review of the or handbook for simplex p bone cement, reference lsporb rev.2 indicates in occupational exposure: the surgical team is exposed to bone cement through skin contact and inhalation of its vapors. Team members should wear safety glasses and surgical gloves during the opening, pouring and mixing of bone cement. Based on the information provided it has been determined that this event is associated with an off-label application.

Event description:
During tka operation, when the nurse opened the ample of monomer, the monomer went into her eye. The nurse washed out her eye soon.